Manufacturer narrative:
Although requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The transducer was returned to philips for evaluation. The image issue was confirmed. The image degradation is caused by oil separation under the window.this oil separation is a known issue seen in probes of this old design. The vendor has addressed the issue and a new design has corrected this problem.

Event description:
The customer reported that they were having poor image quality with the s8-3t transducer. The issue was discovered after the procedure was completed and during image review. The field service engineer confirmed that there was no reported injury or safety concern. The transducer was replaced to resolve the issue. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.